Event description:
Medtronic received information from a literature article regarding an overview of transcatheter aortic valve implantation (tavi) and the current challenges when considering tavi in lower risk patient populations. All data was collected from a secondary review of previously published study data. The authors described the following adverse events in patients implanted with a 34 mm medtronic evolut r transcatheter aortic valve: figure 1. B. A coronary angiogram showed unsuccessful selective left main coronary artery cannulation in a patient with a 34 mm evolut r valve, suggesting the valve frame impeded coronary access. It is unknown if the valve or its function contributed to the need to cannulate the left main coronary artery. Figure 1. D. Transesophageal echocardiography revealed mild-to-moderate paravalvular leak in a patient with a 34 mm evolut r valve. No patient demographic information or unique device identifier numbers were provided. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: webb jg, et al. Tavi in 2022: remaining issues and future direction. Archives of cardiovascular disease. 2022 apr; 115(4):235-242. Doi: 10.1016/j.acvd.2022.04.001. Epub 2022 apr 20. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.